Event description:
While using the endoshear with the harmonic, the scrub tech went to remove build up on the tip of instrument and the tip broke off. They replaced that instrument with another one and after awhile, went to clean tip on this one and the tip broke on this one also. Both times the instruments were outside of the patient.